Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Pump display did not turn on when plugged into a power source. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer did not address bg yet at this time. Customer continued to use pump for insulin therapy.